Event description:
The patient expired eight days post-index procedure. The cause of the patient's death is unknown. The patient had been discharged from the hospital and was awaiting ICD implantation consideration for 2005. The primary indication for the elective index procedure was unstable angina. The following medications were given within 24 hours before the procedure: aspirin, ace inhibitors, statins and plavix (clopidogrel). A loading dose of plavix was not administered pre-procedure. The following medications were given during the procedure: unfractionated heparin. Planned gp iib/iiia inhibitors. The target lesion was located at the mid left anterior descending artery. The lesion is de novo and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as little-none. The reference vessel diameter is 3.0 mm.